Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, the pt's postoperative astigmatism was higher than before the surgery and also the sphere was also unsatisfactory. Both surgeon and pt were not satisfied with the postoperative result and with the visual acuity of the pt. The pt consulted the medical practice on (B)(6) 2014 and was not to able to see the "markings". The iol was rotated about 30 degree and an add'l after-rotation surgery was performed on (B)(6) 2014. Pt is now more satisfied than after the first surgery. Add'l info has been requested but not received.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. The product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested but not received. (B)(4).